Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer 5 was failed. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-feb-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 would not open. A field service engineer after inspecting the drawer, found that the inseparable was missing its magnet. Fse replaced the inseparable, and all functions returned to normal. Although the door was physically closed, the system detected it as open. Then attempted to recover the door using the user application, but the drawer failed. Upon further inspection, confirmed that the inseparable magnet was not present. Then replaced the inseparable again to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer 5 was failed. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.